Event description:
This male patient with a previous medical history of coronary bypass surgery (CABG, 1998) was admitted for coronary angiography, which revealed a lesion in the obtuse marginal branch (om). A 3.0 x 23mm cypher select plus stent was positioned within the lesion. There was no difficulty advancing the device to or across the lesion site. The physician deployed to the stent; however, at 12-14 atms the balloon ruptured. The stent was deployed within the artery; therefore the physician removed the delivery and then used a crescendo ptca balloon to post dilate the stent to ensure full expansion. There was no reported patient injury.

Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.